Event description:
Reporter alleged pt's blood glucose lab value measured 128 mg/dl at 8:50 pm compared to a meter result of hi at 8:51 pm. As a result of the comparison, no actions were taken or treatment reportedly received as a result. Reporter stated quality control testing was performed and both levels passed. A request was made for the return of the suspect device and replacement product was sent.